Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. In addition, a software upgrade from version 3.01 to 4.1 was performed during the evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, and during incoming inspection, the customer complaint was confirmed, and no image was found. This defect was linked with an electronical problem of the mainboard. Olympus will continue to monitor field performance for this device.